Manufacturer narrative:
The event of "inflammation/irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling of 2-3 time about the size of the right side, pain, hard, red, hot to the touch," and "pulling sensation".

Event description:
Patient reported left side "swelling of 2-3 time about the size of the right side, pain, hard, red, hot to the touch," and "pulling sensation." Device remains implanted.